Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, but the drive cable was frayed and sticking out at the wrist. The clevis did not exhibit any damage or wear marks. An additional observation not reported was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratch marks were approximately 0.063 - 0.243 in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
The pk dissecting forceps instrument was used during a da vinci surgical procedure, but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.